Event description:
It was reported to philips that the device was unable to perform geometry movements. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo, imaging module, and touch screen module did not turn on after the panhandle cable shorted out on a 130v outlet. During troubleshooting, the fse discovered that the customer accidentally caught the cable on the plug and pulled the table, which caused the cable to be cut and shorted on the 130v outlets. The short circuit resulted in faults in the geo imaging and tso modules. A review of the system log file confirmed that the system was not communicating with the modules on the tableside. The customer replaced all the affected parts with the help of third-party engineer. . However, the fse checked the software and ensuring the final functionality of the system. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the unintended user error contributed to the reported event, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.